Event description:
It was reported that patient presented for leadless pacemaker implant procedure. During the procedure, the right atrial leadless pacemaker (ralp) showed failure to sense and capture despite multiple fixation attempts. The ralp was ultimately not used. There were no patient consequences.